Event description:
It was reported that while unpacking an intra-aortic balloon (iab) shipment, it was noticed that the outer packaging of the iab was damaged. It was noted that the shipping packaging was still intact and undamaged. There was no patient involvement and no adverse event reported.

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.

Manufacturer narrative:
The original iab carton was returned open with an unused iab kit and insertion kit. Carton was returned open and unused. Photos were also provided and reviewed. The outer box was observed to have a tear in the bottom center of the top cover and a crease in the bottom left of the top cover. The evaluation confirmed the reported damage. However, we are unable to conclusively determine when the damage to the outer box may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a

Manufacturer narrative:
Changed investigation findings to "manufacturing process problem identified/packaging problem identified/packaging compromised/171". Reference complaint #: (B)(4).